Manufacturer narrative:
Device was monitored for two days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device passed the displacement test, rewind, basic occlusion test, self test, a21 error test and the delivery accuracy test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using care link. Device had minor scratched display window, scratched case, scratched keypad overlay, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. The customer¿s high blood glucose was unknown at the time of incident. The customer also report that the insulin pump had battery life has diminished from the first day of receiving the insulin pump. The insulin pump will not be returned for analysis.